Event description:
Boston scientific received information that this patient received shocks due to noise being oversensed. The device was programmed to monitor only until the revision procedure could be performed. Prior to the revision procedure, pacing impedance measurements were 200 ohms. Therefore, insulation or fracture were suspected. According to the surgeon, the lead was likely damaged by subclavian crush. As a result, the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.